Event description:
It was reported that the patient presented in the clinic with complaints of intermittent -thumping- in the chest. Left ventricular lead impedance testing was performed and the patient was asymptomatic. The source of the -thumping- could not be determined. No programming changes were made at that time. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.